Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed that a leak between the female luer lock adaptor and the interlink injection site sub-assembly. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. However, since the event occurred on the second day of the infusion and the leak was not observed during set up or priming; the most likely cause of the event was user related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: the potential lot # was either sr20a18114 or sr20a23081. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the core at the base of the connector of an interlink i.v. Catheter ext set broke and came off leading to blood leakage. The volume of blood leak was approximately 20-30ml. This was identified during the second day of patient infusion treatment. The damage was further described as "something like a jagged piece was attached to the connection part of the broken core". The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.